Manufacturer narrative:
Visual and functional evaluation as well as fourier transformed infrared spectroscopy (ftir) analysis was performed on the returned device. The reported difficulty removing the tip stylet was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the evaluation of the returned unit, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that during prep, resistance was felt during removal of the mandrel of a 5x120mm absolute pro ll self expanding stent system (sess). The device was not used and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.